Manufacturer narrative:
The failure mode of end cap fell apart was confirmed by sample received for analysis and the retained samples after review of retained samples, the failure mode of end cap fell apart was verified. A device history record was reviewed for the reported batch/lot and no non-conformances were noted during the manufacturing of this lot. The root cause is attributed to the equipment station for the end cap placement unto the applicator body. Corrective actions were initiated which led to bd conducting a voluntary recall on certain lots of the chloraprep hi-lite orange 26 ml applicator. Bd has confirmed that some of the product, which included this lot, had an applicator end cap that was improperly secured during the manufacturing process which resulted in broken glass dropping out of the applicator. Bd will continue to track and trend for this reported failure mode. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Follow up emdr submission.

Event description:
Material no.: 930815; batch no.: 0328213. It was reported the end popped off and the broken glass spilled out. When the customer cracked open a 26ml chloraprep, the end popped off and the broken glass/plastic ampule from the inside spilled out.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: 930815. Batch no.: 0328213. It was reported the end popped off and the broken glass spilled out. When the customer cracked open a 26ml chloraprep, the end popped off and the broken glass/plastic ampule from the inside spilled out.